Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a sleeve gastrectomy procedure, on the second firing with a green cartridge, the device misfired. On the remnant side, only one row of staples formed. The other two rows were not formed. Seamguard was used on the second firing. A black cartridge was used on the first firing with seamguard. The bmi of the patient was unknown. Another device was used to complete the procedure. There was no patient consequence.